Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The stapler was used during a left hemicolectomy with reload gst60b. The system was properly assembled. After having taken the tissue and waited 15 seconds, it was activated the blade che slided properly until the limit. Once arrived at the limit, the blade didn't come back neither with the reverse nor re-assembling the battery pack. The battery seemed drained. There were no patient consequences. The procedure was completed with the same device because the stapler had to be used only once. The resection was done, so they finished the procedure normally.

Manufacturer narrative:
(B)(4). Batch # r5774r. The analysis found that one psee60a device was returned with no apparent damage and without a cartridge reload loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator to be stuck and disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r5774r. The analysis found that one psee60a device was returned with no apparent damage and without a cartridge reload loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator to be stuck and disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.